Manufacturer narrative:
The reported premature battery depletion was not confirmed in the laboratory. Based on device settings, a longevity calculation was performed and was found to be within expected limits. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The programmer longevity estimation was found to be inaccurate due to battery voltage fluctuation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that premature battery depletion was observed. The patient was asymptomatic. No therapy had occurred. The device was explanted and replaced.

Event description:
New information received notes that the patient had been stable post device explant.